Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block g2: medwatch#: mw5117150. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results. The returned bite blox was analyzed. Visual evaluation found that the brush head had separated. No other problems were noted. The reported event was confirmed. Product analysis identified that the device had a broken bite tray. A clean break, and no material defects or deformation was noted at the area where the device separated. There were marks present above the break area that match the outline to the elevator of a scope. It is possible that the elevator of the scope interacting with the working length of the device along with excessive force/torque caused the brush head to separate from the working length. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, a brush tip was found inside the scope. The bristle was removed with forceps. Another scope was used to complete the scope cleaning. There was no patient involvement with this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block g2: medwatch#: mw5117150. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During the scope cleaning the brush tip broke and was stuck in the scope. It was also reported that there was a defect where the tip connects. There was no patient involvement in this event.